Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event estimated. Additional components potentially involved in the event include: common device name: 50cm slimtip implant lead kit, abt, model: mn10450-50a, UDI: (B)(4), serial: (B)(4), batch: 7528492.

Event description:
Related manufacturer reference number: 1627487-2023-00284. It was reported that the patient had a lead fracture and ineffective therapy. Surgical intervention took place where the leads were explanted and replaced to address the issue. Therapy was restored.